Manufacturer narrative:
Corrected fields; d4 (UDI). Fse replaced front end board per service manual as precaution due to excessive amounts of this error code in logs. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer. The defective components were received for further investigation. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a front end pcba, with a reported unit failure of an error code 58- min temp below ambient. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number. No issue confirmed. Sending the board to the supplier for failure analysis per procedure. The following was submitted by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier for front end pcba. They stated that the part passed with no issues. Root cause is still not confirmed. Retaining the part in the failure analysis and testing department per procedure number. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) had an error code 58. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.